Event description:
On 04/22/2024, it was reported by a sales representative via (B)(4) that during a procedure multiple devices failed. During the procedure an ar-18800-04 driver shaft became twisted, an ar-18800-04 driver shaft snapped off, (2) ar-18800-03 driver shafts were twisted, an ar-18700-39 torque limiting adapter was not clicking when the torque was reached, a ar-18800-05 solid screwdriver was twisted, and a ar-18700-45 pointed reduction forceps would not close. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attributed to user error of the device due to over-torquing/over-engaging the driver within the screw head.